Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a black screen.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a black screen. A technical support specialist reviewed the logs, event viewer, and system configuration and found no errors, crashes, or power events. The specialist verified the screen saver settings, display power settings, and display driver configuration, all of which were correctly configured, and confirmed that the device remained powered on during the incident. The behavior was consistent with a transient display issue that did not generate system logs, and normal operation was restored after a manual power cycle, with no software or configuration issues identified and the issue appearing to be isolated. The system functioned as intended after the technical support specialist troubleshot the device.